Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The customer reported the device was able to be repaired on location. We do not know what caused the issue and how the device was repaired as the customer did not provide additional information. The nurse stated that real-time waveforms and alarms were alarming as designed after the repair occurred. The customer requested the case be closed. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on the patient information center ix indicating they were unable to monitor a total of 62 telemetry patients. All sectors say "no data monitor". The device was in use on patient at time of event, there was no adverse event reported.